Event description:
It was reported that prior to surgery the saw was tested in the office using a saw bone and a glass of water into which the saw was immeresed. No oil leak was noted on the saw bone however, on the sagittal saw oil could be seen. When it was placed in the water and used, the water became cloudy and smelled of oil.